Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). This report was previously submitted under 1822565-2015-00281. Other device used: catalog #00801803603, versys femoral head, lot #61469203. This report will be amended when our investigation is complete.

Event description:
It is reported that a patient was revised due to recurrent dislocation.

Manufacturer narrative:
Additional information was received for review. The conditions of the components are unknown as they have not been returned for review. Implantation operative notes were reviewed and noted that the patient originally sustained a fracture/dislocation of the acetabulum and underwent orif at that time. Revision notes state a preoperative diagnosis of recurrent dislocations, revision of the head and liner, and placement of 3 screws into the existing shell. It is noted that the patient violated their total hip precautions causing all 4 dislocations. Preoperative radiographic assessment demonstrated excellent in-growth on the trabecular metal acetabular component, and the patient had no particular symptoms in between the dislocation episodes. In the operating room, the surgeon could not get the hip to dislocate without a significant adduction angle. A fragment of the poly liner was found free-floating in the joint. The devices were used in treatment. With the information provided, it appears that patient compliance with post-operative precautions were causing the sustained dislocations, leading to revision with a constrained liner. It is not suspected that the devices failed to meet specifications.